Event description:
It was reported that the device powered off after delivering a first defibrillation shock to a patient. When the police arrived, the patient was lying on the floor and CPR was performed while connecting the device to the patient. The policeman reported that the battery was showing an empty level and no spare battery was available. After the device shut off, the police continued CPR until the ambulance arrived. It is unknown if the patient received an additional defibrillation shock following the reported failure. The patient did not survive the event.

Manufacturer narrative:
Physio-control confirmed through functional and performance testing that the device functions normally and showed no discrepancies. Physio-control further evaluated the battery from the device and observed that one internal cell has become depleted. The failed battery cell caused the depletion of the battery. After a review of the downloaded data from the device, it was observed that the device had displayed a low battery indication since (B)(6) 2013, six weeks prior to the reported event.

Manufacturer narrative:
After further investigation, it was been determined that this event is related to correction/removal number 3015876-05/01/2014-001c.

Manufacturer narrative:
The battery was returned to the battery supplier and further evaluated. The cause of the reported failure was determined to be an insufficient weld joint of the cathode lead to the terminal pin on the inside of the battery cell 2 which caused an incomplete current path and drained the cell voltage.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and confirmed that the battery was depleted. Physio-control also performed a clinical review of the patient event records and observed that the device indicated to replace the battery, however the battery was not replaced. After the device powered off, there was no report of a back-up device use and the delay in providing defibrillation therapy was greater than 30 seconds. Therefore physio-control concluded that the device use may have contributed to the patient's death. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.